Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield skull clamp was involved in an incident which was described as follows; the physician unable to clamp down the unit to 80 lb torque (it kept stripping) during a craniotomy for a subdural hematoma. Another unit was used and the surgery commenced without further incident. There was no injury involved. Mayfield disposable pins were being used and there was no stereotaxy device used during this procedure.